Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported that the device was cutting deeper than suspected during surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It has been reported that the device was cutting deeper than suspected during surgery, requiring the surgeon to repair a wound that went down to the subcutaneous tissue. Another dermatiome was available and used to complete the procedure. An additional skin graft was required. The only delay to the procedure was the time needed to prepare the wound. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). Current repair: product evaluation: product review of the electric dermatome (B)(6) by dover on (B)(6) 2020 revealed that the control bar was not in the correct position, the calibration was out at the 0 reading, and width plate 1 inch does not pass inspection. Product repair: repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: vespel and semi-circle bearings, 1-inch width plate additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.